Event description:
Customer alleged blood glucose result of 705 mg/dl was reported by the advantage system. Results above 600 mg/dl are outside the reportable range of the device and the device should display "hi" for these results. Customer stated that this event happened 3 years ago and did not recall many details. Customer stated she called nurse in ER, but does not recall what the nurse instructed her to do. No serious adverse event was reported in connection with the alleged malfunction. The suspect device is unavailable for return; replacement product was sent.